Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture.

Event description:
Healthcare professional reported left side intracapsular rupture, "presence of small quantity of periprosthetic liquid" and "soft tumor palpable in lower periareolar region of left breast¿. Mammogram and ultrasound performed. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side intracapsular rupture, "presence of small quantity of periprosthetic liquid" and "soft tumor palpable in lower periareolar region of left breast¿. Mammogram and ultrasound performed. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken device assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. Seroma: unable to observe. Lump/nodule: unable to observe. As per the investigation procedure, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.